Event description:
The reporter contacted animas on 11/13/2014 alleging the pump experienced loss of prime. There was no health consequence to the patient associated with the reported incident, and no medical treatment or health care provider intervention was required. Animas customer support made several attempts to contact the user to complete troubleshooting of the alleged issue, but was unsuccessful. This complaint is being reported because the alleged loss of prime issue remained unresolved.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.